Event description:
The suction cautery tip used for the case burned the pt in an unintended area of the mouth. The suction cautery tip was removed from service as well as the cautery unit valleylab force fx, sn: (B)(4), ksg124. During the left sided tonsillectomy, smoke was noted from the left oral commissure when the suction bovie in place. A skin burn was noted. The suction bovie was examined noted to have no cracks in the casing and was not overly hot. It was switched out for a new bovie. Reason for use: hypertrophy of nasal turbinates, chronic tonsillitis.